Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead was capped and replaced on (B)(6) 2019 due to impedance anomaly. Additional information is not available at this time.

Event description:
New information received notes that high, out of range, lead impedance was noted during follow-up in clinic. Patient didn't experience any symptom due to the issue. Patient was stable throughout the event.

Event description:
New information received notes that defib impedance was out of range high.